Event description:
Baxter received a customer complaint on an elastomeric device allegedly involved in an over infusion incident during patient use. The device was filled with doxorubicin 34mg (17.7ml). Vincristine 0.8mg (0.8ml) and sodium chloride 0.9% (6.5ml)for a total fill volume of 25 ml. The infusor was reported to have finished 6 hours early. The customer's expected infusion duration cannot be obtained. No injury or medical intervention is associated with this incident.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 21 2007 the customer has discarded the device involved in this incident. A sample evaluation cannot be conducted.a batch review was not conducted, as the customer cannot provide the lot number of the device involved. Although requested, the customer was unable to provide additional information surrounding this incident. Should pertinent information be received, a follow up MDR will be submitted. Addendum: the device involved in this incident had a fill volume that was only 42% of the nominal fill volume. Per the device's direction insert, the infusor is designed to flow at the nominal rate indicated on the device when it is filled with a volume ranging from the nominal plus the residual volume to the maximum volume listed. The reduction in the fill volume may result in an increased flow rate. A 10% or greater increase in flow rate may result when the fill volume is reduced to 60% or less than the nominal which is 60 ml. Per the direction insert, the infusor is designed to operate at the nominal flow rate using 5% dextrose (d5w) as the diluent to provide the correct fluid viscosity. There will be an approximate 10% increase in the nominal flow rate when 0.9% sodium chloride (nacl) is used. The reporting facility reported that 0.9% nacl was used as the diluent. In addition, the direction insert also states that this device is designed to deliver the nominal volume within +/-10% of the nominal delivery time.